Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. Review of the error logs revealed an error message (sf82) related to an alarm system fault. The main circuit board and pneumatic block were replaced to address the issues. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf188) indicating a safety assert system fault. There was no patient harm or serious injury reported as a result of this incident.

Event description:
It was reported to resmed that an astral device displayed an error message (sf188) indicating a safety assert system fault. During resmed evaluation, review of the error logs revealed an error message (sf82) related to an alarm system fault. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs and performance testing confirmed the reported sf188 and sf82. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to an isolated component within the device pneumatic block. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).